Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b5, d2, g4, h2, h3, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. The device was not returned to the manufacturer. Therefore it could not be analyzed. The xrays review does not show any dislocation but the cup seems not well positionate (in rotation) that could lead to a dislocation. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the sterilization certificate indicates that the products were sterilized according to the specification. Only this complaint has been recorded for optipac 40 refobacin plus bone cement-3, batch 807aa07130 within one year. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had fallen down which caused the insert to be dislocated from the cup. Hence, the patient underwent a revision surgery post one month of the implant surgery no additional patient consequences were reported.

Event description:
Revision + dislocation.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b5, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. The device was not returned to the manufacturer. Therefore it could not be analyzed. 2 xrays have been send, in which we can see that the cup is not well placed : the xrays review doesn't show any insert dislocation but shows that the cup seems to have not been well positioned (in rotation) during initial surgery. This could have led to the dislocation. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the sterilization certificate indicates that the products were sterilized according to the specification. Only this complaint has been recorded for avantage e1 insert - ref p0560e48 - lot 0001347587. According to available data, the exact root cause can¿t be determined, as it is not possible to determine if the dislocation occured due to the patient fall or due to the cup placement during initial surgery. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had fallen down which caused the insert to be dislocated from the cup. Hence, the patient underwent revision surgery on (B)(6) 2019.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: femoral head 12/14 taper; item#: 00801802230; lot: 64135826. Avantage cemented shell ss 48mm; item#: p0463048; lot: 0001336024. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head 12/14 taper; item#: 00801802230; lot: 64135826. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had fallen down which caused the insert to be dislocated from the cup. Hence, the patient underwent revision surgery on (B)(6) 2019.